Event description:
It was reported that "dr was performing an alif on l5-s1, he used embassy interbody and proceeded to use our one level sacral compression plate 25mm. He first attached a medium fixation pin of 28mm. He then attached the aiog and the aiog alignment rod for every hole. He then proceeded to use the awl, drill, and tap on each hole. Upon screw insertion of the 6.0 x 28mm screws, the screwdriver shaft started to get very difficult to twist the screws in. Please note he was tapping down to 28mm and even 31 mm to see if he could open the hole up a little more. After the first hole, he was not able to get the second screw down all the way and bent the tip of the screwdriver shaft (B)(4) since the screw was sitting.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.